Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal clevis hub and the plastic proximal clevis pin missing. Broken piece is missing as a result of breakage; the size of the missing piece is approximately 0.97mm. There is material missing. The complaint regarding the instrument is broken was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument was tagged as broken. The procedure and patient outcome is unknown. Intuitive surgical, inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.